Event description:
Laparoscopic anterior resection - "with the troca in place, a johann grasper was passed through the trocar after which a piece of black plastic was observed sitting on the bowel. This was then retrieved." Patient status: fine.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.